Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device often displays e4 occlusion errors. On (B)(6) 2012 at 2:15 a.m., she primed the infusion set and attempted to deliver an e4 occlusion error after 2 i.u. Were delivered. She changed the cartridge and primed the infusion set and reported the infusion device then shut-down several times w/o providing an alert or error message. She changed the battery twice, but this did not resolve the issue. She delivered insulin via syringe, and her blood glucose was 168 mg/dl at 9:10 a.m. The infusion device was not exposed to water or electromagnetic fields. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.